Manufacturer narrative:
This event was reported in error. Please disregard. This is the same event as 3010536692-2015-02069, -02070, -02071, -02072, -02068.

Manufacturer narrative:
This is the same event as 3010536692-2015-02068, -02069, -02070, -02071, -02072. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient revised with anterior knee pain.